Event description:
During deployment of the valve, the balloon that was inflated ruptured at the end of deployment. It was evident that a part of the deployment balloon at the proximal tip was missing.what was the original intended procedure?aortic valvuloplasty procedure.device #1is this a laboratory device or laboratory test?no.